Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product code: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6: lot # provided is not a valid lot number for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent a surgery treating hallux valgus of right foot first metatarsal with a va-x plate and four 2.7mm va locking screws the surgery was completed successfully with no surgical delay. After surgery, follow-up observation showed a tendency toward non-union, and fracture of the screw was also found. On (B)(6) 2023, a revision surgery will be performed. In the revision surgery, the broken screw will be removed. Regarding the breakage of the screw, the surgeon commented that it might be caused by non-union. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm. This is report 1 of 1 for complaint (B)(4).